Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved tr band lost air. Additional information was received on 23 may 2023: the tr band deflated and did not keep air after use. The patient was ok. The procedure being performed prior to the use of the tr band was a heart catheterization. 18ml of air was injected into the tr band when it was applied. They noted that the tr band started to deflate during standard protocol. Hemostasis was achieved by manual compression. There was no notable damage to the device. The device was not manipulated before use. The tr band is stored in the storage room via standard protocol. The patient was fine. The event occurred post treatment.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).